Manufacturer narrative:
The subject device was returned to olympus for evaluation, and it was verified that the cap was detached. The device history records for this lot number indicated no abnormalities related to the reported phenomenon. Based on the findings above, it is assumed that the cap came off because some external force was applied, for example, when the subject fell. See scanned page. Based on the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medial device report in an abundance of caution.

Event description:
During procedure, the cap for the shaft of the subject device fell. The intended procedure was completed using a spare device.